Event description:
It was reported that during the implant attempt, the physician had difficulty positioning the lead to get good thresholds without diaphragmatic stimulation. The lead was not used and a new lead was implanted in a different location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed).